Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device failed a step during testing. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device had evidence of physical damage.

Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.